Manufacturer narrative:
H10: as the lot number for the devices were not provided, a lot history review could not be performed. The product catalog number for one device was reported as md800j. The samples were not returned to the manufacturer for inspection/evaluation; however; medical record were provided for both malfunction. For one malfunction the medical records included images. For both malfunction, the investigation is confirmed for perforation of inferior vena cava and filter migration. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: g3, h6(method) . H11: b5, h6(result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarized two malfunctions. A review of the reported information indicates that model md800f vena cava filter allegedly experienced migration of device or device component and patient device interaction problem. This information was received from a various sources. Both the malfunctions involved patient with no patient consequences. One female and one male patients ages were reported ranging from 45 to 80 years. Weight for both patients were not provided.

Manufacturer narrative:
As the lot number for the devices were not provided, a lot history review could not be performed. The product catalog number for one device was reported as unk meridian. The samples were not returned to the manufacturer for inspection/evaluation; however; medical record was received for one malfunction. Therefore, the investigation is inconclusive for the reported migration and patient device interaction problem for one malfunction and the investigation is confirmed for the reported migration and patient device interaction problem for another malfunction. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model md800f vena cava filter allegedly experienced migration of device or device component and patient device interaction problem. These information's were received from a various sources. Both the malfunctions involved patient with no patient consequences. One female patients' age and weight was not provided and (B)(6) years old male patients' weight was not provided.